Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was cut from the suture and not returned, the t2 and suture were returned off the needle and with bio debris on them. The variable depth straw is trimmed. The needle assembly is bent. A functional evaluation could not be performed due to the implants had already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a surgery, the t2 implant of the ultra fast-fix couldn't be deployed. Surgery was completed with a back-up device instead, however, it is unknown, if there was any delay. No further complications were reported.